Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient requested to have the device system removed as it was causing the patient pain. The device and leads were removed. No replacement will be performed due to patient having terminal lung cancer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Visual summary analysis of the lead indicated apparent explant damage.